Event description:
Regarding the programmer, upon device return, analysis found that telemetry problem, complaint unverified. Resoldered the antenna jack as a preventive measure. C200. Additional information received from the healthcare provider noted that details of the patient report were unknown as the patient was last seen in the office for evaluation (B)(6) 2011.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# unknown, product type programmer, patient; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3889-28, lot# v140956, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s stimulation was increased to 1.8 and the patient was feeling the stimulation synching with the stimulator. A possible low battery with the ins (stimulator). The patient¿s healthcare provider (hcp) noted that the patient would need to get the device replace due to low battery. The patient had a pain in the knee when she was syncing with device. It was noted when the patient received poor communication screen the pain went away. The patient was on vesicare and was taken off due to medication contradiction of glaucoma. She wasn't using the neurostimulator for a while and decided to try to increase the stimulation. The patient sync the device and it was already on. The patient was assisted with increasing the stimulation. It was reported on (B)(6) 2014 they was trying to adjust, to raise neurostimulator because the patient was having to go to the bathroom quite a bit and it was urgent. They get the poor communication screen. A loss of therapeutic effect was reported. The patient was asked when their symptoms returned and the patient said they never really subsided but finds it more bothersome. It seems to be more often now but she did not remember when. They were not able to make adjustment both with or without antenna attached. The patient did not have any brand new batteries to switch with. He used a battery checker to check the batteries and they still showed good but could not get connected after changing to another set. It was later reported on (B)(6) 2014, they tried changing the batteries as suggested previously. They were still experiencing poor communication on the programmer since the day before reported event date. Still not being able to make adjustment both with or without antenna attached. It was noted that the patient started taking vesicare and it didn't really help . Doesn¿t remember when she started taking the medication and it was for the urinary incontinence. The patient stopped taking vesicare because she was having narrow angles which was a precursor to glaucoma. It was noted that problem has been resolved and the patient doesn't feel it's worth taking both. They want to make an adjustment to see if this will help with the urinary incontinence but can't because the programmer won't work. It was later reported that the programmer won¿t do telemetry with or without antenna. Additional information reports not being able to make adjustment both with or without antenna attached. Called today to report that the patient received a programmer replacement yesterday. The new programmer does not connect with ins (stimulator) with and without antenna since yesterday. Repair sent only programmer, without the antenna. Tried using programmer without antenna and it would not connect. The caller does not think the patient feels any stimulation. He said it had been a while since the patient adjusted it. The will call patient¿s hcp (healthcare provider). Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.